Manufacturer narrative:
(B)(4). Concomitant medical product - oxf twin peg cmntls fmrl lg, item 161475, lot r2407050a. Therapy date - unknown, concomitant medical product - oxf anat brg lt lg size 4 PMA, item 159555, lot 134240, therapy date - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00844 and 3002806535-2018-00845.

Event description:
It was reported that patient underwent left knee arthroplasty due to left knee medial osteoarthritis. Subsequently, the patient experienced popping/clicking with pain in the operative knee.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.